Event description:
It was reported that during setup for a hernioplasty therapeutic procedure, no image was displayed on the flex deflectable videoscope. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.